Manufacturer narrative:
The explanted leads were not returned to bsn.

Event description:
A report was received that the patient had lead fractures and was not receiving stimulation. It was noted that the patient fell down a flight of stairs. The patient underwent a revision procedure wherein the fracture was confirmed and the leads were replaced. The patient was doing well postoperatively. No further information could be obtained regarding the leads.